Manufacturer narrative:
Investigation: two photos were received by our quality team for evaluation. From the photos, leakage was observed from the connector. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While the team was able to confirm the customer experience, it is not possible to determine a root cause of this non-conformance as no sample was received. H3 other text : see h.10.

Event description:
It was reported that 2 bd angiocath¿ plus IV catheters leaked during use. The following information was provided by the initial reporter: "after catheter insertion into the patient, fluid flows out. After catheter insertion into the patient, fluid flows out."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd angiocath¿ plus IV catheters leaked during use. The following information was provided by the initial reporter: "after catheter insertion into the patient, fluid flows out. After catheter insertion into the patient, fluid flows out."